Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05oct2018. The field service engineer (fse) was able to verified the reported problem and replaced the overlay and the power management (pm) board. The problem continued; the fse then replaced the power supply to address the reported problem.

Event description:
The customer reported that the battery charging led is not lit. 'This is an indication that battery is not charging or led is out. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.